Event description:
A malfunction alarm was reported on the pump, identified as malf 16, with audible alerts being noted. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.